Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left main artery. A 145 guidezilla guide extension catheter was advanced to facilitate the delivery of a 3.0x20 promus premier drug-eluting stent. However, the stent was unable to cross the lesion. It was then realized that the guidezilla had caused a dissection of the left main. A 3.5x20 promus monorail stent was deployed and a 4.0x15 quantum monorail balloon catheter was then used for post-dilation and the procedure was completed. No further patient complications were reported and the patient's status was stable.